Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment and medical intervention. It was reported that on (B)(6) 2022, a patient was presented with grade 4 functional mitral regurgitation (mr). There were no issues with imaging or challenging anatomy. The xtw mitraclip was implanted successfully, reducing mr to 1. There were no adverse patient effects or clinically significant delay. On an unknown date in the june timeframe, the patient returned for a scheduled transthoracic echocardiogram (tte). There was a potential single leaflet device attachment (slda) and mr had returned to grade 4. On (B)(6) 2022, a second procedure was performed. The xtw was confirmed to be detached from the posterior leaflet, and the leaflet was torn. Two additional ntw clips were implanted to stabilize the slda and treat the torn tissue. Mr was reduced from 4 to less than 1. There were no adverse consequences to the patient or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) and unspecified tissue injury (therapy/non-surgical treatment, additional) were due to the slda. The reported incomplete coaptation (postprocedure) associated with the slda was due to procedural circumstances associated with the clip size. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use (el2119397, revision b, potential complications and adverse events section), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.